Event description:
It was reported that the normal sizzling sound was not heard during activation during a laparoscopic colon procedure. There was concern there may be hemostasis issues. The doctor avoided arteries and worked mostly mesentary tissue. The doctor switched to the harmonic system to proceed. There was no patient consequence. The device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2010. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint. To correct the issue, the pc (printed circuit) board was replaced. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.